Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that a couple weeks ago they had an MRI and had to turn off the implanted neurostimulators for the MRI. Patient states they turned the implant back on but since then patient is having to go to the bathroom every 4-5 times a night and during the day going a lot. Patient does not have the communicator to check to confirm therapy is on. An email was sent to the repair department to replace the lost communicator.